Manufacturer narrative:
(B)(4). Concomitant medical products: refobacin bone cement, catalog #: 3020830401, lot #: a612df0606, zimmer high flex femoral component, catalog #: 00584201101, lot #: 61219246, m/g headed screw, catalog #: 00579104300, lot #: 63450589, m/g headless screw, catalog #: 00579104200, lot #: 63552304, zimmer headed screw, catalog #: 00579104400, lot #: 63347682, m/g headed screw, catalog #: 00579104100, lot #: 63612141, zimmer articular surface, catalog #: 00584202209, lot #: 62827870. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
Patient was revised to address pain and tibial loosening and/or subsidence. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of x-rays that revealed lucency along the margins of the tibial component. There is no component discontinuity or fracture. The device history record was reviewed and no discrepancies were found. Per package insert, loosening is one of the known adverse effects of the tka procedure. However, without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.